Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 50 and blood glucose was 180 mg/dl. Customer also reports to have received a calibration error. After troubleshooting, customer was advised to call back should issues persist as customer states she was no longer having issues at the time of call. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.